Event description:
This is a follow-on letter conerning accutane rx and lasik. My nephew had high dose accutane causing him to ride around in a golf cart at college. Later on he sought lasik and now has permanent dry eye. He is trying humidifying his room as he rents on third floor. There needs to be prerequisite testing for meibomian gland drop out before a pt with contact lens intolerance or history of accutane therapy is allowed to have lasik surgery. Surely if there were nationalized medicine, this prerequisite would have been introduced before. The emphasis on teratogenesis seems to be to the exclusion of the deleterious side effects of accutane therapy on the pt's oil glands. Pdr should talk about permanent atrophy of oil glands in other locations that people would not expect like the eye, even to drs as well as to pts. Retinoids are toxic and should be taken off the market since other therapies exist for acne. The other therapies are simply more cumbersome to implement in our fast paced wold: topicals, blue light, good old oral antibiotics, what about preventive pt education about diet, lifestyle.